Manufacturer narrative:
The complainant indicated that the guidewire will not be returned for evaluation; therefore, a failure analysis is not available, and we are unable to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch will be filed.

Event description:
It was reported that during a contralateral popliteal dilatation procedure, "the guidewire integrity was damaged." The lesion was located in the severely calcified popliteal artery. The guidewire was removed as a unit. The procedure was completed using another of the same device. No patient injuries or complications were reported. Patient status is listed "stable post procedure". Additional information has been requested, but has not been received.